Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the pacemaker could not be interrogated. It was also reported that the battery was okay when it was last checked two years ago but that patient had been lost to follow up. The device has been explanted and replaced. No patient complications have been reported as a result of this event.